Event description:
On (B)(6) 2011 customer reported there was a blood leak under the air mix and temperature control (amtc) module of the dxh 800 instrument after shutdown. Customer could not locate the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examine the instrument and removed a piece of rubber stopper in the differential mixing chamber. Fse also replaced sensor sn541, which was damaged due to the leak. Fse verified repair per established procedures and results met published performance specifications.

Manufacturer narrative:
Piece of rubber stopper in differential mixing chamber. (B)(4).